Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
Please note that only the month and year of this date are accurate. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she "could sense which cars in a 100 meters were remote controlled." It was further reported the patient "could pick up a charge" and that she "didn't appreciate the buzzing." It was noted the patient's alleged issue "did not result in serious injury" and was "nothing severe," however the patient's healthcare professional (hcp) had elected to replace the patient's implantable neurostimulator (ins) due to the issue. It was noted the patient was "extremely satisfied with her current settings." The ins was replaced as a result of the event and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.